Event description:
This is a spontaneous case report received from a physician in (B)(6) on 08-dec-2015. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported that patient experienced pregnancy under contraceptive device and asked for elective abortion. Follow-up information received on 25-jan-2016 hysterography showed no tubal patency. The reporter was to send back the questionnaire after he performed the laparoscopy. The ptc investigation result was received on 17-feb-2016. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event or lack of efficacy and a quality defect. Follow up information received on 07-mar-2016: the patient was operated. The hysterography showed fallopian tubes obstruction. Follow up information received on 29-mar-2016 from physician and case was upgraded to incident: the reporter had just performed the laparoscopy. On one side, one essure insert was found, but on the other side, no insert was found. Plain abdomen x-ray was planned to be performed. Follow-up information received on 04-apr-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a pregnancy with essure (fallopian tube occlusion insert). She asked for an elective abortion (unclear if procedure was actually performed). Later, she was submitted to a laparoscopy, during this procedure one essure insert was not found (regarded as device dislocation). These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient had the hsg which confirmed bilateral occlusion. Later, during a laparoscopy, one essure was not found. This device dislocation could be an alternative explanation for essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was upgraded to incident, since a surgical intervention was required (laparoscopy performed). Based on the available information no product quality defect was confirmed. Further information (pregnancy outcome confirmation and pregnancy and perforation questionnaires) has been requested.

Manufacturer narrative:
Follow-up received on 25-may-2016. Quality-safety evaluation of ptc (ptc global number (B)(4)) received without major changes. Follow-up information received on 03-jun-2016: despite follow up attempts, no further information has been received. No further information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(6). In this particular case a search in the database was performed on (B)(6) 2016 for the following (B)(6) preferred terms: device dislocation. The analysis in the global safety database revealed (B)(6) cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these (B)(6) pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a pregnancy with essure (fallopian tube occlusion insert). She asked for an elective abortion (unclear if procedure was actually performed). Later, she was submitted to a laparoscopy, during this procedure, one essure insert was not found (regarded as device dislocation). These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient had the hsg which confirmed bilateral occlusion. Later, during a laparoscopy, one essure was not found. This device dislocation could be an alternative explanation for essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was upgraded to incident, since a surgical intervention was required (laparoscopy performed). Based on the available information, no product quality defect was confirmed. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.